Manufacturer narrative:
Review of complaint activity for alinity I intact pth reagent (list 8p31) and lot number 00320l819 did not identify an increase. No customer returns were available for evaluation. Testing using a retained file kit of lot 00320l819 was performed to evaluate assay performance. Acceptance criteria was met indicating acceptable product performance. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of product labeling was performed which provides appropriate information related to the customers issue. Based on the available information, no systemic issue or deficiency of the alinity I intact pth assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p31-22 that has a similar product distributed in the us, list number 08p31-21.

Event description:
The customer reported a falsely elevated alinity I intact pth result on one patient. Results generated: (B)(6) 2019 sid (B)(6) = 26.60 pmol/l / 18.72 pmol/l / 19.46 pmol/l. No impact to patient management was reported.